Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power a monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery tri-cells were mismatched. The root cause for the mismatched cells could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power a monitor.